Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an bifurcated endoprosthesis implantation procedure. Reportedly, when the plunger was withdrawn, no suture was attached. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 21f and the implant procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.